Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to confirm pump error 35 due to critical pump error (open book image). Unable to perform the self test and the displacement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had pump error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was exposed to water and started beeping. Customer stated that the buttons were responding. Customer was not able to clear alarm. The insulin pump will not be returned for analysis.